Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) - drill. A 3.2mmx30mm rnglc+ acet drl bit, part # 31-323230-00 from lot zb7276075, was returned and evaluated against the complaint. Visual inspection found nicks and light scratching on the shaft. The tip is bent. Sem2302-006: ductile overload dimples were found throughout the fracture surface. A possible bending hinge was also identified. The fracture artifacts suggest a possible bending overload failure mode. Medical records were not provided. A definitive root cause cannot be determined, however sem analysis suggest bending overload as the failure mode. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported drill bits were bending and breaking while attempting to drill. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2023 -00228 and 0001825034 -2023-00229. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.